Event description:
The customer called in to report a hospitalization yesterday. The customer was admitted for high bgs and was released the following day. Troubleshooting was done on the pump. The pump passed testing. The customer was readmitted. No further info available at this time.